Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cruciate retaining (cr) provisional-articular surface size blue 10 mm height cat # 00597105010 lot # unk no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. This complaint could not be confirmed by the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00109.

Manufacturer narrative:
(B)(4). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete

Event description:
It was reported during knee arthroplasty that the articular surface provisional cracked. No adverse events were reported as a result of this malfunction.